Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow up report once the investigation is completed.

Event description:
It was complained that the enterprise 8000x bed side rail needs repair. The bed was left in a hallway with a note that it needs repair. The evaluation revealed that the head end right hand side rail was damaged. The photographic evidence shows damages on the side rail, which indicate that the cause of the side rail partial detachment was a collision with an external object. There is no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
Following the information provided the backrest right hand side rail was partially detached. The circumstances of the damage occurrence remain unknown. The bed was taken out of use and left in the corridor with a note advising that the bed repair is required. An arjo service technician visited the site and provided photographic evidence which revealed the presence of the scratches on the side rail panel, the mounting pivot pin was slightly bent and the safety side bearing plate was broken in two pieces. At that time it was suspected that the damage was the result of collision of the bed with another surface. The function test was performed and the device was working properly, despite damage to the side panel. The damaged panel was removed from the bed and a replacement was ordered. There is no allegation of patient involvement. No injury was sustained. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail partial detachment might be related to an excessive force applied to the side rail. This is line with the side rail condition (it was partially detached, there were scratches on the side rail panel, the mounting pivot pin was slightly bent and the safety side bearing plate was broken in two pieces, as per photographic evidence provided). The instructions for use for enterprise 8000x (746-585) includes the instructions for safe operation to avoid damage of the side rails as follows: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, beside furniture or any other objects do not restrict its movement." "Hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories" "check operation of side rails" this is a preventive maintenance activity to be performed daily by the caregiver. Arjo device failed to meet its performance specification since the side rail was partially detached. It is unknown if the bed was used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of safety side partial detachment.